Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the patient side manipulator (psm) 2 (380900-10) to resolve the 25221 error. The system was tested and verified as ready for use. Isi received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint during power up. As a fix, the embedded serializer for the instrument interface (esii) pca and the embedded serializer patient manipulator (espm) pca will be replaced.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed a 25521 fault on patient side manipulator (psm) 1. The customer informed the technical support engineer (tse) that they had instruments holding tissue. After, the tse walked the customer through instrument removal. The instruments were removed and the customer disconnected and did not confirm with the tse how they were going to proceed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator (roco) and obtained the following additional information: the roco informed the instrument that was stuck on tissue when the unit faulted was a prograsp instrument. The customer used the emergency wrench to remove the instrument. The roco believed there was a collision of arms that made the irrecoverable fault occur. It was stated that they had to switch arms for instruments because there was no energy through the maryland bipolar in psm2. This was not ideal for the surgery. The roco said the instruments were not closing all the way in psm1 or fully turning. The customer changed the instrument several times, re-draped arms, etc. After the fault occurred, the surgeon elected to convert the procedure to open to continue.